Manufacturer narrative:
Investigation: customer returned (2) loose 0.5ml, 30g x 8mm bd insulin syringes. Consumer reported the color of the syringe is different from before. Both returned samples were examined and no discoloration was observed on either syringe. Both of the returned syringes exhibited cracked barrels, which could have occurred during the manufacturing process. Customer returned (2) loose 0.5ml, 30g x 8mm bd insulin syringes. Consumer reported the color of the syringe is different from before. Both returned samples were examined and no discoloration was observed on either syringe. Both of the returned syringes exhibited cracked barrels (see attached photos), which could have occurred during the manufacturing process. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (discolored syringe). Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (cracked syringe barrel). Root cause cannot be determined at this time as the issue (discolored syringe) is unconfirmed. Possible root causes for cracked barrel: defect could have occurred at the prep dial of the metro assembly machine loss of back pressure on the in-feed rail may cause the barrel to become pinched at the rail / prep dial junction. The trip gate eye sensor should detect low rail conditions and activate the trip gate to prevent the barrels from being loaded into the prep dial and possibly jamming at that location; infeed dial at barrel printers; loss of back pressure at infeed rail also at form fill & seal.

Event description:
It was reported that before use of the bd¿ insulin syringe the color of the syringe is different from before. There were two occurrences. The following information was provided by the initial reporter: the color of the syringe is different from before.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ insulin syringe the color of the syringe is different from before. There were two occurrences. The following information was provided by the initial reporter: the color of the syringe is different from before.